Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device and replaced the oxygen sensor (o2) assembly. The ventilator passed all tests and was returned back to service at the user facility.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the oxygen (o2) sensor on an 840 ventilator failed calibration. There was no patient impact.